Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touch screen was unresponsive. The customer's blood glucose level was 121 mg/dl. In addition, it was reported that the tandem cable was damaged and no longer charged the pump. Reportedly, the customer reverted to manual injections for insulin therapy.